Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 3sep2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the nav-ring failed. Caller reports that when attempting setting changes that the values bounce around. The v60 ventilator was not in use and there was no report of patient injury.